Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code of malf 16, with no notable events leading up to the issue. There was no adverse impact on the customer's blood glucose level. To address the problem, tandem technical support arranged for a replacement pump and provided the customer with instructions on how to return the faulty device. The customer was advised on how to store the pump and was informed about the need to program the new device with their settings and to connect their continuous glucose monitor (cgm) to it. The customer understood and acknowledged these instructions, and a replacement pump was dispatched without the need for a delivery signature.